Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. The receiver case was opened, the internal inspection passed. The receiver log was downloaded, receiver shutdown was observed. Functional testing was performed and it passed. A discharge test was performed and it failed. A discharge test was performed with a known good battery and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.